Event description:
It was reported that the device delivered high voltage therapy during an episode of ventricular tachycardia. The rhythm accelerated to ventricular fibrillation; high voltage therapy delivered by the device failed to convert the rhythm. The patient was externally defibrillated and hospitalized. The patient will continue to be monitored; there were no adverse consequences.